Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The legal manufacturer's investigation has been completed. Device history records review was not performed since the serial number was not provided. Olympus ships product manufactured according to all applicable procedures and meet final product release criteria. The literature article is attached for additional information. A definitive root cause was not identified.

Event description:
Olympus reviewed the following literature titled "endo-bronchial ultrasound-guided transbronchial needle aspiration for diagnosis of mediastinal lymphadenopathy and analysis of false negatives." This retrospective review study was aimed to evaluate the diagnostic accuracy of endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) in mediastinal lymphadenopathy. The demographic, clinical, and pathology data from 389 patients who underwent ebus-tbna throughout 6-years were collected and analyzed. The reported diagnostic performances of ebus-tbna were, sensitivity 93.0% and specificity 100.0%, with a diagnostic yield of 89.2%. The negative predictive value (npv) was 45.7% and the positive predictive value (ppv) was 100.0%. A few minor complications occurred. The diagnostic yield increased over time and reached a plateau after approximately 60 performances. In conclusion, the study said ebus-tbna was safe and has high diagnostic value, and suggested to consider for the initial investigation of patients with mediastinal and hilar lymphadenopathy. Type of adverse events/number of patients: overall complications (23). Minor complications (7). Mild or moderate bleeding (1). Cardiac arrhythmia (3). Poor tolerance (3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.